Event description:
It was reported that the device's carbon dioxide sensor calibration failed during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted co2 sensor calibration failure during pm is confirmed due to a bad oridion with error 570.6500, replaced it a new oridion board. Also damaged front case, replaced it a new oridion board. Performed leak dowm test and co2 calibration with passing results. A review of the device history record showed the device had a manufacture date of 16sep2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable cause of the reported issue was due to an electrical failure of the oridion board.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device's carbon dioxide sensor calibration failed during preventative maintenance. There was no patient involvement.